Event description:
Customer called for help using the device. It was discovered that the standard strip reading was out of range. The device was replaced and the defective meter was returned for investigation.